Event description:
The reporter stated that the surgeon was using a three piece silicone lens model aq2010v, and the trailing haptic got caught in the injector and tore off during insertion, and the surgeon removed the lens with no incision enlargement or suture. The surgeon inserted another same type lens with no pt injury. The cartridge used was not tested or approved for use with a silicone lens. This is one of two incidents that occurred to this pt. See MFR's report number 2023826-2008-00149 for the other report.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows half of the lens and a haptic is torn off and missing. There is clear surgical residue on the lens. The other haptic is torn off of the lens and is stuck in the cartridge. There is reddish residue on the cartridge. It should be noted that the injector was not returned.